Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') and embedded device ('essure birth control devices embedded within the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, irregular menstrual cycle, ovarian cyst, abdominal pain lower and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("bleeding / menorrhagia"), arthralgia ("pain / joint pain") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (supra cervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, pelvic pain, dysmenorrhoea, menorrhagia, arthralgia and autoimmune disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the myometrium just deep to the endometrium is puckered and scarred. There are two metal coils measuring 2.5 and 3.5 cm in length and between 0.1 and 0.3 cm in diameter consistent with essure birth control I devices embedded within the myometrium. At either cornu. Sectioning reveals multiple well circumscribed, wl1ite, whorled, rubbery to hard, focally calcified nodules within the myometrium on both aspects of the uterus ranging from 0.4-2.9 cm in greatest dimension. The remaining myometrium is pink tan and mildly to derately trabeculated. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') and embedded device ('essure birth control devices embedded within the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, irregular menstrual cycle, ovarian cyst, abdominal pain lower and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("bleeding / menorrhagia"), arthralgia ("pain / joint pain") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (supra cervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, pelvic pain, dysmenorrhoea, menorrhagia, arthralgia and autoimmune disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2016: the myometrium just deep to the endometrium is puckered and scarred. There are two metal coils measuring 2.5 and 3.5 cm in length and between 0.1 and 0.3 cm in diameter consistent with essure birth control I devices embedded within the myometrium. At either cornu. Sectioning reveals multiple well circumscribed, wl1ite, whorled, rubbery to hard, focally calcified nodules within the myometrium on both aspects of the uterus ranging from 0.4-2.9 cm in greatest dimension. The remaining myometrium is pink tan and mildly to derately trabeculated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.